Manufacturer narrative:
The investigation determined that there was a blockage in one of the vacuum valves due to an unknown material. The service maintenance actions performed by the field service engineer resolved the issue. The valves were investigated and confirmed to be working within specifications.

Manufacturer narrative:
The field service engineer exchanged a pinch valve. The investigation is ongoing. Na.

Event description:
There was an allegation of questionable tp2 total protein gen.2 and gluc3 glucose hk gen.3 results from 1 patient sample on a cobas pro c 503 analytical unit. The initial tp2 result was 33 g/l. The sample was repeated on another c503 analyzer. The first repeat result was 78 g/l and the second repeat result was 78 g/l. The initial gluc result was 3.04 mmol/l. The sample was repeated on another c503 analyzer. The first repeat result was 5.58 mmol/l and the second repeat result was 5.67 mmol/l. No questionable results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lots and expiration dates were requested but not provided.